Event description:
It was reported that a small volume folfusor would not flow. It was further reported the expected infusion time was 46 hours; however, solution remained in the device after 48-50 hrs. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.